Event description:
The following information was reported: the balloon popped on 3 devices at the 2nd stop (arteriotomy). At prep, the black marker on the inflation indicator was fully exposed. There was resistance while inserting the device and while pulling back. Manual compression was applied for 30 minutes or less. The patient was not hospitalized. Procedure type: intervention vessel type: peripheral vessel size: 6 mm stick location: medium sheath size: 6f.

Manufacturer narrative:
Three balloon loss of pressure events were reported to have occurred in the same patient. However, the devices were not returned; therefore, a physical investigation could not be performed. It should be noted that the probability of three devices failing in the same patient due to a puncture of the balloon is highly improbable without an outside source causing the puncture. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. However, it was reported by the facility that a pre-procedure femoral angiogram showed presence of pvd/calcium in the vicinity of the access site. It should be noted that per the mynxgrip instructions for use (IFU), the safety and effectiveness of mynx have not been established in patients with clinically significant peripheral vascular disease in the vicinity of the puncture site. A review of the lhr was not possible as the lot number was not provided. (B)(4). See medwatch reports 3004939290-2015-00096, 3004939290-2015-00097 & 3004939290-2015-00098.